Manufacturer narrative:
The reported events were failure to sense and lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.

Event description:
It was reported that the patient presented for the system implant. Post-procedure interrogation revealed that the atrial lead exhibited a failure to sense due to the lead had dislodged. X-ray imaging showed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.